Manufacturer narrative:
The customer's report was observed and attributed to a display cable that was not properly seated to a connector. The cable was reseated to remedy the report. It is not known how the cable became mis-aligned. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.